Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 04-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator was not present in storage space configuration or hardware test application. A field service engineer (fse) found the device running and inspection found door alignment off and not set to recommended specifications. The hinge pins were bent and the bushings were damaged. After attempts to adjust the door to proper specifications it was determined that replacing the hinge pins and assemblies would be required to achieve a proper seal and to replace the evaporator motor. The field service engineer returned to review diagnostic information with helmer tech support. Upon calling helmer support the field service engineer spoke with (B)(6) and provided the case number from the previous visit. After reviewing the data, (B)(6) recommended replacing the hinges and shims to achieve proper sealing as the prior adjustments had made an improvement. The unit was running with no feline fluid smells as previously reported and was significantly quieter. The unit was maintaining proper temperatures. A follow up was completed after the door seal adjustment verifying temperature and proper unit operation. Data was compared to previous results confirming the unit was functioning as designed to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, fridge was making a lot of noise. However, there were no delay or adverse events or injuries reported based on this event.